Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a hospital check, the implantable cardioverter defibrillator exhibited myopotential oversensing. The myopotential signals could be reproduced with deep breathing. The patient complained of experiencing fatigue. The device was reprogrammed which successfully restored normal device function. No further information was reported.

Manufacturer narrative:
Correction: the initial report should have been reported as malfunction.